Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received service report, the control printed circuit board was identified as defective. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The control pcb controls processor for inspiratory and expiratory valves, i.e. Generates the control signals to the gas modules and the expiratory valve coil. Our conclusion is that the control pcb was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).